Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates: 11/10/2015. Device manufacture date, of the initial medwatch report should indicate: 10/23/2015. New information for supplemental medwatch report: physio-control replaced the system pcb assembly to resolve the reported issue. Following the repair, proper device operation was confirmed through functional and performance testing.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it would reset by itself intermittently. There was no patient use associated with the reported event.